Event description:
The customer reported that after five mins of fluoroscopy, there was no image on the screen. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Boards and connections were reseated and cables were checked. The system was tested and found to be working as intended and put back into service.